Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a notification during the load process stating "the pump cannot detect the cartridge has been removed". Reportedly, this notification was received prior to being instructed to remove the cartridge. Customer cleared the notification and was able to successfully load the cartridge onto the pump. There was no impact to customer's blood glucose level.